Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mg/dl with symptoms of difficulty speaking and confusion. The patient self treated with juice. The reporter stated that the pump did not alarm appropriately during the night that the patient had reached a low blood glucose level. The patient went through the pump with a customer technical support representative and set the pump¿s audio tones to high for alarms. This complaint is being reported based on the allegation that the pump did not alarm properly for a low blood glucose warning.